Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 60000458 and no internal action related to the complaint was found during the review. However, if the product is received at a later date, the investigation will be updated as applicable as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo. When the vizigo was placed into the right ventricle (ra), the physician pointed out that air kept being drawn even if air was removed from the side port. The issue was resolved by replacing the vizigo sheath. No patient consequence reported. Additional information was received. Air was not introduced into the patient. No medical intervention required. The patient did not exhibit any neurological symptoms since the procedure was completed. No needle product was used with the vizigo sheath.